Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon displayed was reported and an adverse event. The patient's granddaughter stated the patient's husband when to heat up their dinner and found the patient out of it then began to have convulsion. He called the paramedics and they arrived, they administered the patient with intravenous (IV) therapy. Contents of the IV is unknown. She indicated that the receiver was displaying an error icon at the time of event. At the time of contact, the patient was recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.